Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc found that the coating of the grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total abdominal hysterectomy, the subject device was used. In the procedure, an unspecified error occurred. The procedure was completed with another thunderbeat. Olympus medical systems corp.(omsc) received and evaluated the subject device. As a result, omsc found that the coating of the grasping section was partially missing on (B)(6) 2017. There was no patient injury reported. This is the report regarding the missing of the grasping section coating.